Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. The device history records for the shell is unknown as device identification is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Part # 110017191, liner, part # 6197897. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04481.

Event description:
It was reported during an initial hip arthroplasty procedure, the liner would not seat into the acetabular shell. Surgeon completed the surgery with another device with no significant delay or adverse event to the patient. Attempts have been made and no further information has been provided.